Manufacturer narrative:
Phone number: (B)(6). Fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., d.9., h.3., h.6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and sharp opening on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is:a sharp opening on posterior assessed as a surgical impact opening. A sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.